Manufacturer narrative:
A complaint history review was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd catheter had foreign matter. The following information was provided by the initial reporter translated from chinese to english: at around 10:00 a.m. On (B)(6) 2025, nurse shen wenting was administering an IV to a patient when she opened the packaging of an indwelling cannula and found hair on the needle. She immediately reported this to the head nurse, who promptly reported the situation to the medical engineering department.